Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins). It was reported that on and off in the last year, it seems like they've been needing to charge their ins's more frequently. They said in the last 4-6 months, it's been more significant. They said in the 1st year of having the ins's, each ins charge would last at least a week, but now it seems like they're charging them every 3-4 days. They added that on sunday or monday night, they charged both ins's, and right before bed last night, "they were off." The patient said the ins in their right buttock was "off" before the ins in her left buttock, noting that the ins on her left was fully charged. They said they don't think they raised stimulation that much more significantly on each side since they've had the ins's, adding that they always charged each one to 100%. They haven't had any programming changes to their ins's since their follow-up appointment with a mdt rep post-ins implant surgery. No patient symptoms reported. No further complications reported/anticipated.